Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2018-13044, reference MFR. Report# 1627487-2018-13045. It was reported the patient experienced ineffective stimulation. Reprogramming was tried to no avail. As a result, the patient underwent surgical intervention wherein the scs system was explanted.